Manufacturer narrative:
Other relevant device(s) are: product ID: bi-500-01065. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that the health care profession felt inaccurate about 2 mm after the first imaging spin. After re-spinning the surgeon felt accurate and the case went smoothly. There was less than an hour delay in the case. No impact on patient outcome.